Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2016.

Event description:
It was reported that a lead warning had triggered due to many low impedance readings on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.